Event description:
Device migrated, resulting in poor connectivity with the external therapy disc. During the planned revision pre-op activities, the patient requested the device be moved to a different location. Physician and patient elected to remove and replace the entire system.